Event description:
It was reported that devices are having ¿battery failing¿ alarms. Sometimes the pumps will shut down, but sometimes the clinicians have to ¿confirm¿ the message and the pump continues to work. The event was reported to bd associate during site visit. There was patient involvement but unknown impact.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.

Event description:
It was reported that devices are having ¿battery failing¿ alarms. Sometimes the pumps will shut down, but sometimes the clinicians have to ¿confirm¿ the message and the pump continues to work. The event was reported to bd associate during site visit. There was patient involvement but unknown impact.